Event description:
It was reported that the device may have been depleting early. It was also reported that the device was programmed at high output at implant due to patient physiology. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion.